Event description:
During a coil embolization of an acom aneurysm, the orbit mini complex fill2.5x3.5 coil (637mf2535/15175298) was not forming complex shape in the aneurysm. A constant and dedicated saline source was utilized at all times, and a balloon or remodeling device was not utilized. An adequate continuous flush was maintained through the echelon (mc) microcatheter at all times. During the initial insertion of the coil delivery system, no resistance was noted during advancement of the coil through the mc. No kinks were noted in the mc that may have contributed to the event. During insertion, no additional force was utilized to advance or remove the coil/delivery system, and during placement of the coil, no resistance occurred during withdrawal for repositioning in the aneurysm. The same microcatheter was utilized to complete the procedure, since the mc was not damaged. The microcatheter was not re-shaped. The target site was normal and with an aneurysm that measured approximately 2x3. After the product was removed from the patient, the coil (unraveled/stretched, kink, bend, fracture separated, etc) or delivery system (fracture, separated, kink, bend, etc) were not damaged, and the coil remained attached to the delivery system.

Manufacturer narrative:
During a coil embolization of a 2x3mm anterior communicating (acom) artery aneurysm, the orbit mini complex fill 2.5x3.5 coil ((B)(4)) was not forming complex shape in the aneurysm. The device was removed still attached to the delivery system and was not stretched or damaged. A constant and dedicated saline source was utilized at all times, and a balloon or remodeling device was not utilized. The coil was delivered via an echelon microcatheter (mc) which was not reshaped. An adequate continuous flush was maintained through the echelon mc at all times. During the initial insertion of the coil delivery system, no resistance was noted during advancement of the coil through the mc. No kinks were noted in the mc that may have contributed to the event. During insertion, no additional force was utilized to advance or remove the coil/delivery system, and during placement of the coil, no resistance occurred during withdrawal for repositioning in the aneurysm. The same mc was utilized to complete the procedure, since the mc was not damaged. One non-sterile trufill dcs orbit was received coiled in a plastic bag. The hypotube was found kinked; no other anomalies were noted. Support coil, gripper and embolic coil were found inside the introducer. Gripper and embolic coil were inspected under the microscope and no defects/anomalies were found. With comparison to specifications, the embolic coil was found to meet the specification of a complex shape. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additionally inspections are in place to prevent damaged devices from leaving the facility. Due to the nature of the event; the reported event could not be fully evaluated with functional testing; however, there was no discrepancy with the returned coil. Based on the available information, no definitive root cause conclusion can be made; however, aneurysm characteristics and device size selection may have contributed to the reported event. A review of the analysis and the DHR review indicates that the device did not present any indication of manufacturing defect or anomaly that could contribute to the event as reported. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.